Event description:
A patient underwent ¿a revision from a previous sleeve gastrectomy to duodenal switch" in which peri-strips were used. It was reported that the patient experienced slight bleeding and leaks at the staple lines where the secure grip was used. The cause of the events was unknown. The patient required a re-operation due to the events. The patient¿s outcome was reported as, "fairly extensive re-operation, endoscopic double pigtail placement". No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date in (B)(6) 2023. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.